Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: b4, g4. The previous follow up report was sent without a report date and with an incorrect "date received by manufacturer." Please see corrected fields in this report. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a similar device with a similar failure mode was investigated under medwatch report #1820334-2017-01720. The investigation for this device found there was no evidence the device was not manufactured to specifications. The root cause could not be established. Because both of these complaints involve a jcd dilator with a french size larger than 12.5 fr where the distal portion of the dilator separated, it is possible these two events have a similar cause. Additionally, a document based investigation evaluation was performed. Cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a coons dilator was used during an unknown procedure. As reported, "at the time of the procedure, a venous dilator was broken and the distal part embolized in the inferior vena cava (ivc). A 10 mm balloon was deployed from right femoral vein to prevent further embolization. The broken part was snared and pulled to the femoral vein. Cut-down procedure was performed to extract the snared piece and the vein was repaired surgically". No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.